Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause of the ventilator to alarm was determined to be a defective blower module due to wear. In consequence (correction) the blower module was replaced and the problem was solved.

Event description:
Self test failed with tf 231009 & 431002.